Event description:
Complainant reported a cut/damaged cord.

Manufacturer narrative:
The lab eval confirmed the complaint of a damaged/cut cord. Damage as a result of cut insulation, that exposed the conductors of the wires in the power cord.